Manufacturer narrative:
It is unknown which rod lot number was associated with the reported event: ct111083 or ct131018 device manufacture date: 15jun2019 or 18may2020. The reported event was confirmed by review of the radiograph images provided. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images from the initial procedure were not provided for review of usage/technique. Information regarding the patient's bone quality, whether adequate bone fusion had been achieved, and post-operative activity levels or trauma was unknown. A review of the device history records was performed and no discrepancies relevant to the reported event were found. A definitive root cause was unable to be determined with the information provided. Labeling review: "potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." "Warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial eight (8) level posterior fixation procedure from t10 to iliac with vertebral body replacement of l4. Subsequently, the patient reported symptoms of pain in the back and bilateral anterior thighs approximately twenty-one (21) months later. Examination identified fracture of the left rod between the l4/l5 levels. A revision procedure to correct the construct was scheduled; however, it is unknown if the patient was revised at the time of this report. No further patient impact was reported. No additional information was available.